Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 180 mg/dl. The customer was advised to disconnect the tubing and reservoir, then reconnect the tubing and reservoir. The customer stated that the first infusion set was coming off the tubing easily when he pulled on it. He was advised to get another tubing. He verified that insulin exited with a manual plunger push. He was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. The customer stated that the insulin pump was already past the priming screen before he got the set back in. The customer had connected the reservoir in the insulin pump before rewinding. The customer was able to continue with priming the set without issue. He stated that the insulin pump did not alarm no delivery and was advised that the insulin pump worked as designed. The customer was advised to replace the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.